Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Sign of blood were observed on the harvesting jaws. No failures were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device did not passed the pre-cautery test. The pre-cautery test was repeated 5 times while the cable connections were manipulated with observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. An engineer evaluation was conducted that identified the root cause of the failure to deliver energy. The resistance of the hemopro1 tool was measured using agilent multimeter. The hemopro1 tool resistance was found to be 0.623 which meets the requirement of being less than or equal to 0.8. A heat up test was performed using a digital thermometer. The hemopro1 tool did heat up to 100°c as per the requirement of hemopro1 manufacturing final inspection & functional test. However the hemopro1 tool failed to heat up quickly after reaching 100°c and the center heating element (straight cutter wire) did not glow the typical orange color. During the heat up test it was observed that the shaft tip was getting hot at the location of the shaft rivet which is not normal and indicates there may be an electrical short at the shaft rivet. To determine if there is an electrical short at the shaft rivet, the hemopro1 tool shaft tip was disassembled. The disassembly of hemopro1 tool shaft tip revealed the insulation of the wire leading to straight cutter wire, was cut exposing the metal wire at the shaft rivet location. Upon a microscopic inspection, the cut in the wire insulation appears to have occurred during the shaft rivet installation process. The electrical short at the shaft rivet was preventing the heating element in hemopro jaw to get the necessary electrical current to heat up which resulted in the complaint of the ¿failure to deliver energy¿. Based on the results of the evaluation, the reported failure ¿failure to deliver energy¿ was confirmed. The DHR for the hp1 subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro failed to deliver energy. The hospital switched the cable and power supply with no change. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro failed to deliver energy. The hospital switched the cable and power supply with no change. A replacement device was used to complete the procedure. The hospital did not report any patient effects.